Event description:
Incorrect pt identification info was reported by the instrument for specific test results. The problem appears to be caused by concurrent malfucntions between the instrument barcode reader and the external lab info system(css). The mix-up was identified by lab personnel; no incorrect test results were reported to the physician.